Event description:
It was reported to philips that the azurion system was not starting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray pc and hard disks which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system didn't start. Review of the system log file confirmed that the x-ray pc was not responding. Upon troubleshooting, fse confirmed that there was a fault in one of the control pcs in m cabinet, x-ray pc wasn't staring up and the disk wasn't recognized. To resolve this issue, fse replaced x -ray pc. The defective x ray pc was returned to philips for further analysis. The failure analysis identified failed component as hdd bay with slot 2 and 3 being identified as defective.. Following the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.